Event description:
It was reported that during a lap sigmoid colectomy procedure, two appliers failed. Used a third applier to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: instruments a and b were returned with the jaws over twisted. The instruments were cycled and ejected the remaining clips due to the condition of the jaws. The instruments locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.